Manufacturer narrative:
.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator moves around in the pocket. At some point after the implant in 2014, the patient did not have much feeling at the implantable neurostimulator site. The patient was unsure if this was due to the pre-existing spreading neuropathy, or not. The patient could not remember if the area of the implantable neurostimulator did not have much feeling before the implant. The patient had shocks on the side where the implantable neurostimulator was and it shoots down her leg. A family member of the patient reported that she thought that this was on the left side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.